Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate auto mode switching episode due to competitive atrial pacing was observed. The patient has a history of retrograde conduction so no programming suggestions were made. Patient will continue to be monitored.